Event description:
Reporting status: serious injury - required intervention - permanent damage. Reporting rationale: failure to cross resulting in deployment in an unintended site and use of second device. Device issue: failure to cross. It was reported that the patient came in 18 hours after the onset of a myocardial infarction (mi) and also presented with thrombus. A thrombectomy was performed with another company's catheter and another company's bare metal stent was placed. A perforation was noted; however, it was unsure whether the catheter or the stent caused it. A 4.0 x 16 mm graftmaster was attempted to treat the perforation; however, it could not cross the heavy calcium, and to save time, it was deployed at the proximal part of the perforation. A 4.0 x 12 mm graftmaster was crossed through the 4.0 x 16 mm and sealed the perforation. The existing thrombosis was thought to be treated to the best of their ability and the procedure was concluded. No additional event or patient information is available.